Manufacturer narrative:
Pending investigation.

Event description:
As reported a 69 yo 143 lb male patient was revised due to right shoulder dislocation. The liner was well fixed to the tray. Patient was not revised to exactech implants. Implant and revision dates are unknown. Devices are not returning; unavailable. No other information is known by the reporter. No additional information.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder dislocation and revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.